Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0205266616, product type: lead. Product ID: 3387-40, lot# 0205244329, product type: lead. (B)(4).

Event description:
It was reported the patient was on the waitlist for neurosurgery in their brain to fine the faulty lead. The patient had exploratory surgery at the end of (B)(6) for the wiring in their chest and neck. On the day of this report, the patient¿s healthcare professional had turned the implantable neurostimulator (ins) for the patient¿s left side on. The hcp did a review and they could not find the failure. The patient did not know why it was working now, but there was a possibility that there was fluid around the lead in their brain. The patient¿s surgery had been pushed out a month while their current function was watched. No outcome was reported regarding this event. Additional information could not be obtained. If additional information is received, a follow up report will be sent.